Event description:
The customer reported an erroneous high wbc (white blood cell) count and low nrbc (nucleophile red blood cell) count and the instrument generated a flag. The dxh800 hematology instrument also generated a low differential flags with the ne%. The customer reran the same specimen and performed a manual differential and hrc count due to the instrument warning of left shift flag. A 29%nrbc were seen on the manual smear and the customer corrected the wbc result. The raw data file was provided for review and the nrbc vs lymphocyte populations is not clear, however, the algorithm performed a reasonable segmentation. The root cause in unknown for this event. The erroneous results were not reported out of the lab and did not cause injury or change of treatment to the patient.